Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited rising capture threshold and impedance since implant. Patient did not experience any adverse effects. However, the high output was draining the device battery. The lead was capped and replaced. Patient was stable after the procedure.